Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 67 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the stent graft migrated distally an unknown distance due to tortuosity and angulation of the aortic neck, resulting in a proximal type 1 endoleak (see MFR # 2953200-2010-02512). An aneurx aortic cuff, a talent converter (ref MFR 2953200-2011-00458) and a talent occluder were implanted three months ago in an attempt to resolve the endoleak; however, the endoleak was still present. The patient was treated with another manufacturer's aortic cuff, however, the type I endoleak did not completely resolve. The patient refused further treatment and no further intervention has been performed to date. No additional clinical sequelae were reported and fine.

Manufacturer narrative:
(B)(4). Evaluation: results/conclusions: (migration, endoleak), (tortuous and angulated aortic neck).